Event description:
It is reported that a customer received a calibration error alarm on their insulin pump. The patient's blood glucose level was at 193 mg/dl. The customer stated they had issues with their sensor as well as a low suspend. The customer did not want to trouble shoot the problem and did not want a replacement but simply wanted to report the problem. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.